Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was determined the cause of the sudden symptoms, memory loss, gait, and speech difficulties was uti (urinary tract infection). Antibiotics were used to resolve the sudden symptoms, memory loss, gait, and speech difficulties. Patient weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the caller wanted a dbs rep to decrease the patient's stimulation level. Caller said patient's daughter reported 2 weeks ago, that patient had memory loss, gait difficulty, and speech problems. There were no further complications reported.